Event description:
Related manufacturer ref: 3004936110-2023-00237. The patient reported sparking occurred from the connection of the power supply cord to the unit. Both the unit and power supply cord were replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 one cardiomems patient electronic system was received for evaluation. Visual inspection verified the power extension cable had exposed wires. The power extension cable was exchanged and although the returned power supply was twisted, the unit was able to power on. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.